Event description:
Pt experienced a syncopal episode, monitor showed sinus pauses lasting up to 4-6 seconds, triggering a 3-bell alarm. A malfunctioning connector of the monitor prevented the episode from being recorded.